Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump has a frozen display and the keypad buttons are not responsive. The customer's blood glucose reading was 177 mg/dl at the time of incident. Troubleshooting found that changing the batteries did not resolve the issues with the pump. The customer was advised that the device would be replaced and to return the product for analysis. No further details given.

Manufacturer narrative:
No frozen screen or time/clock anomaly was noted. The pump had unresponsive esc and act buttons due to an unlocked lcd keypad connector. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a scratched reservoir tube window.